Event description:
Meter name: ot basic enhanced, strip name: one touch, meter code: 7, strip code: 7, strip storage: unk, but in good condition, symptoms: none. A pt reported they were obtaining inaccurately low readings on their meter. Their meter allegedly was inaccurately low. The result on their meter was 26mg/dl. There was no comparison. Not treated. No further info has been reported.